Manufacturer narrative:
(B)(4). Date sent 3/4/2025. D4 batch #309d05. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage with the anvil inside a plastic bag. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil issues were noted at any time during the functional testing and it was removed without difficulty. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications a manufacturing record evaluation was performed for the finished device batch number 309d05, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Colostomy reversal young patient. What surgical procedure was performed? Hartmann's colostomy reversal. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Na. What healthcare professional fired the device and what is his/her experience with the device? (B)(6) / multiple previous procedures. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? When firing it made an unusual " crunching" sound. What confirmation was received that the device completed the firing sequence? At end of firing had tactile/ audible feedback. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? (2 x 360) then one extra 180. Was there any difficulty removing the device? Yes, the stapler was completely stuck, we need to cut the anastomotic line. Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Yes, one side was thicker than the other. Were there any issues noted with staple formation? If so, please describe the shape and location. Dont remember. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Yes, the patient need a new hand sew anastomosis in a difficult position with thin tissue.

Event description:
It was reported that during an unknown procedure, the stapler fired but the anvil would not release. A resection was done and an ileostomy loop. Case was completed without another stapler. Unknown patient harm was reported.

Manufacturer narrative:
(B)(4). B3: only event year known: 2025. Date sent 2/18/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there a change in the procedure? If yes, please explain. Is the ileostomy loop expected to be permanent? Was the post-op care changed for the patient? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. H6: health effect ¿ clinical code gastrointestinal system (e10). Additional information was requested, and the following was obtained: 1. Was there a change in the procedure? If yes, please explain. Yes, there was a change in the procedure. The scheduled procedure was a colostomy reversal. The change was then made into a bowel resection with a loop ileostomy creation. 2. Is the ileostomy loop expected to be permanent? Eventually the loop ileostomy will be reversed just not right now. 3. Was the post-op care changed for the patient? Yes, the post op care was changed due to the change in procedure. 4. Could you please clarify if there were any patient consequences? No patient consequences 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? The post op care was changed as the result of the event because the patient was supposed to have a colostomy reversal. With the malfunction of the stapler, this caused a bowel resection. Since then, the patient has been readmitted to the hospital. The patient has the ostomy, a drain, and a wound vac dressing with worsening abdominal pain.